Manufacturer narrative:
The involved item (remainder of screw) was received and underwent an examination. The visual examination (under a microscope) revealed torsion failure at the area of breakage. Examination of the production records of the involved item indicated it was manufactured according to specification. In addition, results of mechanical tests performed on sample pedicle screws, manufactured at the same period as the involved lot, were according to specification. In order to simulate the reported case, a torsion test was performed for two 5.5mm diameter carboclear pedicle screws with results that met carbofix acceptance criteria. The test included pedicle screw insertion into a bone model (rigid polyurethane foam) using a screwdriver and torque meter (no tapping was performed prior to insertion, in order to simulate worst case scenario). It may be that use of 5.5 mm bone tap was required for the case that involved stiff bone.

Event description:
The case involved a prostate cancer patient with metastatic lesion at his upper thoracic levels. The bone was very stiff. As the surgeon wanted to use a 5.5mm screw, carbofix representative who attended the surgery recommended to use a 5.5mm bone tap. The surgeon decided to use a 5.0mm tap. Towards the end of the screw insertion, it broke. The surgeon removed the remainder of the screw from the pedicle, skipped a level, and successfully concluded the surgery.